Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a skin irritation with open wounds under the therapy electrodes and ECG electrodes. Medical intervention is unknown. The patient's medical outcome is unknown.